Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 792 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C22914, cs000xf) for female sterilisation. The patient had a medical history of paratubal cyst, weight gain, hair loss, paratubal cyst, oligomenorrhea, left lower quadrant pain, parity 3 and multi gravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1089 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Expiration date : 2/17. Right: 3 coils left: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2018: final pathologic diagnosis fallopian tubes, right and left, bilateral salpingectomy: - complete cross sections of fallopian tubes identified. - para tubal cysts. - negative for atypia and malignancy gross description: received in formalin are 2 gray-tan portions of fallopian tube. The longer fallopian tube fragment is 7.2 x 0.7 cm and contains fimbriae at one end. The shorter fragment is 4.1 x 0.7 cm without obvious fimbria. It has a 1.5 x 1.4 x 1.0 cm intact cyst near one end. [Pregnancy test] on (B)(6) 2015: negative. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received : lot number added. Reporters information patient medical history and surgical pathology reports were added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C22914,cs000xf) for female sterilization. The patient had a medical history of paratubal cyst, weight gain, hair loss, paratubal cyst, oligomenorrhea, left lower quadrant pain, parity 3 and multi gravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1089 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Expiration date: 2/17. Right: 3 coils left: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2018: final pathologic diagnosis. Fallopian tubes, right and left, bilateral salpingectomy: complete cross sections of fallopian tubes identified. Para tubal cysts. Negative for atypia and malignancy gross description: received in formalin are 2 gray-tan portions of fallopian tube. The longer fallopian tube fragment is 7.2 x 0.7 cm and contains fimbriae at one end. The shorter fragment is 4.1 x 0.7 cm without obvious fimbria. It has a 1.5 x 1.4 x 1.0 cm intact cyst near one end. [Pregnancy test] on 02-nov-2015: negative lot number: c22914, manufacture date: 2014.02, expiration date: 2017.02. Lot number: cs000xf, manufacture date: 2015.04, expiration date: 2018.04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 792 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.